Manufacturer narrative:
One smiths medical catheters (pivc)/jelco conventional plus IV catheter was returned for analysis. The visual analysis of the returned used sample confirmed the catheter tube broke at 3 mm distance from the hub. It is improbable that such type of damage may have been originated during the manufacturing process, considering that critical parameters are 100% controlled during the different manufacturing phases. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that when the customer removed the fixing tape of a smiths medical peripheral intravenous catheters (pivc)/jelco conventional plus IV catheter, it was noted that the catheter got torn off and some part was left inside the body. He noted that he removed it by picking a small portion of the indwelled catheter which appeared just above the skin surface. No patient injury. No patient consequences were reported. No adverse effects were reported.